Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 43 mg/dl. Troubleshooting for low blood glucose reading was not performed. Customer was advised issue is most likely due to sensor not situated properly. Product will not return for analysis.